Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a subscapulalis tendon repair with healicoil knotless, while turning the distal knob to advance the proximal implant, the implant cracked on the 4th track. The surgeon withdraw the crack implant and left the 5th track in the cortical bone. He checked the tension by pulling on the suture tape, the internal locking plug could not be removed and was holding the suture tape firmly. The remaining suture tape was cut. The subscapulalis tear was seen closed up nicely. The procedure was successfully completed with a surgical delay of less than 5 minutes. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Per case details, ¿while turning the distal knob to advance the proximal implant, the implant cracked on the 4th track.¿ the cracked implant was removed and ¿broken pieces were removed with a grasper,¿ per case correspondence. The patient impact beyond the reported is not anticipated as the cracked implant was withdrawn and broken pieces were removed during the procedure. Per case correspondence, ¿the issue was completed without another implant therefore, the procedure was only delayed less than 5mins.¿ the surgeon reports the subscapulalis (subscapularis tendon) tear was appropriately closed and was reportedly ¿pleased.¿ no patient harm has been alleged. Therefore, no further clinical/medical assessment can be rendered. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.